Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 ph surgery, the surgeon did the drill of the distal screw hole of the nail. However, the drill bit contacted the nail. Therefore the surgeon did the drill of the distal oval hole of the nail. But, the screw could not inserted the screw hole of nail. Therefore the surgeon did the drill while adjusting sleeve.

Manufacturer narrative:
Referring to the product inquiry the targeting arm t2 prox. Hum. Is the only reported device and thus considered the primary product. Review of the inspection records for the returned targeting arm revealed no discrepancies; the device was documented faultless prior to distribution. Furthermore, since the instrument had been in use for a longer time (manufactured in february 2013), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without problems reported. Thus, we exclude deviations in material and manufacturing. A function test on the targeting arm (simulation of the pre-operative check that is required per our IFU was performed in order to reproduce the reported event. The test set up was completed with sample devices (ph nail short, nail holding screw, nail adapter, nut, drill and drill sleeves). Result: the drill could be passed through the screw holes while checking all possible locking options, partly without contact to the inside of the screw hole and partly with slight contact. The alleged mistargeting could not be reproduced. Function is still given on the returned device ¿ proximally and distally. A slight wobbling of the metal portion was observed at the transition to the carbon part which may have caused party slight contact inside the screw hole but not to such extent that misdrilling could have occurred. The reported event could not be reproduced. Reasons for metal contact during drilling are various. Potential causes could be e.g.: ¿ deflection and / or twisting of the nail during insertion in case the user applied undue force for insertion. ¿ loosening of the connection between nail / nail holding screw / adapter / nut (will lead to potential misalignment of nail and drill). ¿ no use of drill with centre tip / unfavourable bone contour. ¿ drilling without drill guiding sleeve. ¿ using blunt or damaged drill. ¿ high forces applied to the targeting arm during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, targeting arm and nail. ¿ guide wire not removed prior to drilling ¿ originally deflected k-wire potentially reduced accuracy in guidance is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. In case any deviations are detected during functional check prior to use the affected / deviating product must not be used during surgery. Timely functional check ensures that spare parts can be supplied in appropriate time. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device. Pre-supposing that targeting accuracy for drilling was confirmed by a pre-operative check it can be concluded that the event was mainly based in the intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. There are no actions in place related to the reported event for the subject product. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. No non-conformity was identified.

Event description:
During t2 ph surgery, the surgeon did the drill of the distal screw hole of the nail. However, the drill bit contacted the nail. Therefore the surgeon did the drill of the distal oval hole of the nail. But, the screw could not inserted the screw hole of nail. Therefore the surgeon did the drill while adjusting sleeve.